Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was visible in the exposed portion of the soft cannula. The formed needle was observed to not be securely seated in the slide retract, indicating an improper installation. This resulted in a failure to retract the needle after needle fire. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels read "high" (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod between 24 and 36 hours on the hip/buttocks area. The patient removed the pod, felt pain while doing it and noticed that the needle had not retracted; indicating a needle mechanism failure. Hyperglycemia treated by bolus and applying a new pod.